Event description:
Additional information. The device was not able to hold a charge and there were high impedances. The patient wanted the device replaced, and the device, lead, and extension were replaced. There was no patient injury, and the patient recovered without sequela.

Event description:
It was reported the patient had no stimulation sensation and a loss of therapeutic effect. The patient also had stimulation in the wrong location. The patient only felt stimulation on the bottom two ribs on the left side and at a 4"x2" patch on the left side below the ribs. Only 3 electrode combinations (3/3, 3/5, and 3/7) delivered any stimulation. The device worked for the first 1.5 years after the implant but not "very well." The patient then lost the stimulation about 1.5 years after implant. There was no known accident or incident related to the event. The patient saw his health care professional on (B)(6) 2011 and was told the leads were not working like they should. X-rays were taken of the leads but the results did not show what the issue was. It was noted there was some possible pain at the device site as well, and the patient's status was "fair." Per the reporter, the patient was told his options were to either replace the leads or have the whole system explanted. The patient just wanted the device removed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). The stimulator, lead, and extension were returned for analysis. A follow up report will be sent when analysis is complete.

Manufacturer narrative:
Lead model 3998, lot # v248940, implanted: (B)(6) 2009, lead model 3998, lot # v248940, implanted: (B)(6) 2009. Lead model 3998, lot # v248940, implanted: (B)(6) 2009. Recharger model 37752, serial # (B)(4). Programmer model 37743, serial # (B)(4). Extension model 3708240, serial # (B)(4), implanted: (B)(6) 2009.

Manufacturer narrative:
Additional analysis of the ins, model 37711, serial # (B)(4) found reduced battery capacity due to overdischarge. No significant anonomlies.

Manufacturer narrative:
Concomitant medical products: product ID 3998, lot# v248940, implanted: (B)(6) 2009, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3998, lot# v248940, implanted: (B)(6) 2009, product type: lead. Product ID 3998, lot# v248940, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's leads broke less than 2 years after implant. The patient had an MRI performed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The stimulator model 37712, serial number (B)(4), was analyzed and no anomaly was found. The lead model 3998, lot number v248940, was analyzed and was found to have a broken conductor at the twist lock anchor site. The extension model 3708240, lot number nkb002066v, was analyzed and no significant anomaly was found. The body of the extension was found to be cut through and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.